Event description:
It was initially reported that during an atrioventricular reentrant tachycardia procedure, a pericardial effusion was noted via the intracardial echocardiography catheter after a transseptal puncture was performed. The pt's vitals were monitored and a stat echocardiogram was performed. The case was aborted and the pt was sent to ccu for monitoring. Add'l info revealed that the event was attributed to the transseptal puncture and was found prior to the insertion of the ablation catheter. This report is being submitted for the preface sheath. Initially this event was reported under the ablation catheter (MFR reference# (B)(4)). The add'l info was rec'd on (B)(4) 2013, marking the awareness date for this report. The specific procedure being conducted was wolff-parkinson-white syndrome/ atrioventricular reciprocating tachycardia ablation. The ablation catheter used in the event was an asymmetric ez steer/bi-directional thermocool nav. The physician always uses this type of catheter. A pericardial effusion was noted on the intracardiac echocardiography (ice) following the transseptal puncture. Contrast layering in pericardium was demonstrated. The size of the effusion continued to be monitored via (B)(4). The procedure was cancelled and the pt was then transferred to the critical care unit for continued monitoring. The length of the pt's stay at the hospital is unk. The physician's opinion regarding the causality of the adverse event could either be device or procedure related. It was the physician's first time using a preface sheath for a transseptal puncture. The event was attributed to the transseptal puncture and was found prior to the insertion of the ablation catheter. Before the event, the user did not experience any difficulty prior to the occurrence of the event. It was confirmed that the catheter was not reprocessed or refused. The event was considered life-threatening, however, the degree of impairment was unk and no intervention was performed. It was confirmed that the catheter was not reprocessed or reused. The only pt info disclosed was that she was a female with a history of supra-ventricular tachycardia.

Manufacturer narrative:
The device investigation is currently being conducted. Add'l info will be submitted to the FDA in a supplemental report upon completions of the product analysis. Biosense webster MFR's ref. No.'s (B)(4) are related to the same incident. (B)(4).